Manufacturer narrative:
D4: unique identifier (UDI) #: the specific device catalog # is unknown and therefore no UDI number can be determined. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump alarmed upstream occlusion during patient therapy (medications in use propofol and levophed). There was no report of patient injury or medical intervention associated with this event. No additional information is available.